Event description:
Consumer left an amazon review for inteliswab claiming false negative results. Amazon review 'false negative result this test is not accurate- it gives false negative results. My doctor's test as well as other brands of tests all gave positive results. I had so many intelliswab tests because I got them free from the library, so I used a bunch and all said negative when I was positive.'

Manufacturer narrative:
The consumer reported false negative inteliswab test results in their amazon.com review. Specific details of the collection and testing process of the inteliswab tests were not provided. The consumer also did not provide a lot number or any other product information. The consumer stated they tested positive on their doctor's test and other brand tests. It is unknown if the doctor's test was a pcr test confirming the positive results. Orasure technologies, inc. Is unable to contact the consumer for additional information as no contact information is available on amazon. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer left an amazon review for inteliswab claiming false negative results. Amazon review 'false negative result this test is not accurate- it gives false negative results. My doctor's test as well as other brands of tests all gave positive results. I had so many intelliswab tests because I got them free from the library, so I used a bunch and all said negative when I was positive.'